Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the station displayed a failed drawer symbol, though no drawer or device required recovery. Customer admitted to manipulating the remote manager, which likely caused the issue. A field service engineer (fse) powered down the station, remote manager switches were cleaned, and the station was powered back on. The customer confirmed the remote manager was functioning normally, and the drawer failure symbol no longer appeared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager fridge was failed. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager fridge was failed. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.